Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation, however, a conclusive root cause was not determined. Based on the results of device evaluation, the legal manufacturer determined the likely cause was long-term continuous use since 2015, resulting in the development of abnormalities in endoscopic images due to the chronological degradation of some devices on dp substrates.

Manufacturer narrative:
The device has been returned for evaluation. The customer¿s complaint of image freezing was confirmed. A test dp board was used to confirm that the dp board is the source of intermittent image issue. It was observed the white balance fail, poor color reproduction images with ghosts on all outputs and horizontal bands on y/c and video outputs. The chroma levels invert on both positive and negative values near the maximum. Replaced the dp board to resolve the reported issue. Software requires update to version (B)(4) from current (B)(4). The cause was traced to a component failure. No further information was reported.

Event description:
The customer reported to olympus that during a diagnostic procedure, the device's screen image was freezing when the scope was initially inserted into the processor. The device was installed and set up correctly. It is unknown whether the intended procedure was able to be completed. There was no known patient injury reported.